Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display screen is disturbed and monitoring is not possible when the pump starts. There was no patient involvement.

Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) units display screen is disturbed and monitoring is not possible when the pump starts. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10. Corrected fields: h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that upon visit, the unit was checked and the unit was normal and the reported issue was unable to be reproduced. The fse then opened the inside of the display screen to access the flat cable and video generator board. The fse then performed connection check and no problems were found. The fse then cleaned the connector and the work was completed. All functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.